Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va07psv, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va07psv, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the system was explanted in (B)(6) 2015 due to the occurrence of a second infection; the first infection occurred in (B)(6) 2015 on the same system. The cause of the infections was reported to be unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.